Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was no insulin seen coming from the tubing during the fill tubing process. Customer changed the cartridge and tubing, and was able to successfully completed the fill tubing process. There was no reported impact to customer's blood glucose level.